Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal root repair procedure, as the surgeon was attempting to pass #0 fiberlink suture the ar-12990n, scorpion needle broke in the meniscus. The rep stated that the surgeon looked for the broken needle point, but could not locate it. The rep reported that the surgeon believes the broken fragment will scar down into the meniscus. It was reported that the meniscus seemed to be calcified and stiffer, which made passage for the needle much more difficult. Additional information has been requested. Additional information received on 10/30/2018: the rep confirmed that a replacement ar-12990n (lot unknown) was used to successfully repair the meniscus root down to the decorticating bone. The rep stated that the lot number of the mating device is unknown. The ar-12990n will be returning for evaluation. The rep stated that the hand instrument used with the ar-12990n during the incident is not available to return for evaluation.